Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to due to threshold value at 3 volts. A helix check was performed outside the patient, but the lead did not come out. Physician stated that the helix might be broken due to body turn. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to due to threshold value at 3 volts. A helix check was performed outside the patient, but the lead did not come out. Physician stated that the helix might be broken due to body turn. A new lead was implanted. No adverse patient effects were reported.